Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon did not notice the clip applier was loose on cystic duct at the time of the surgery.